Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication livanova learned that the error occurs even if there is no tube inserted into the clamp and that the clamp jaws doesn't open.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm gave an error code associated to the hall sensor during a procedure. Despite restarting the device, the issue did not improve. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: in the previous report it was erroneously reported the following: " the device was returned at the manufacturer site for investigation. Based on the testing results, the most likely root cause of the reported event is a defective motor and/or defective hall sensors at the stator." The correct statement is the following: "the device was returned at the manufacturer site for investigation. Based on testing results, the root cause of the reported event is a defective hall sensors at the stator."

Event description:
See initial report.

Manufacturer narrative:
H10: the device was returned at the manufacturer site for investigation. Based on the testing results, the most likely root cause of the reported event is a defective motor and/or defective hall sensors at the stator.